Manufacturer narrative:
Concomitant medical products: product ID: 37604, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3708740, serial# (B)(4) , product type: extension. Product ID: 3708740, serial# (B)(4) , impla product type: extension. Product ID: 3708740, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708760, serial# (B)(4) , serial# (B)(4) , product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4) .

Event description:
A healthcare professional of a clinical study reported via a manufacturing representative that starting on (B)(6) 2014 the patient had experienced cellulitis on the scalp. The cellulitis was on the stitches of the scalp and had led to itching and redness. This had been observed post-operatively. The stitches may have been tied too tightly. It was noted to not be serious and not unanticipated. This was related to the study procedure but was later noted to not be related to the device, therapy or procedure. Patient was recommended to overcome the urge to touch the site. Additional information received reported that there was a wound infection and 10 days of antibiotics were prescribed. This could not be ruled out as related to the procedure. The event/outcome was resolved.